Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included fluoxetine hydrochloride (prozac) for anxiety. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and acne cystic ("cystic acne"). On an unknown date, the patient experienced rash ("skin rashes"), immunodeficiency ("immune deficiencies"), anxiety ("anxiety") and stress ("stress"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anxiety, vaginal haemorrhage and menorrhagia had resolved, the rash, immunodeficiency and stress outcome was unknown and the acne cystic was resolving. The reporter considered acne cystic, anxiety, immunodeficiency, menorrhagia, pelvic pain, rash, stress and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff appropriately sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2017: unilateral occlusion (right tube occluded). In 2017: total bilateral occlusion healthcare provider told plaintiff device was in place. Most recent follow-up information incorporated above includes: on 31-jul-2018: events: "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), cystic acne", reporter, lab test, concomitant drug added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), immunodeficiency ("immune deficiencies"), anxiety ("anxiety") and stress ("stress"). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, immunodeficiency, anxiety and stress outcome was unknown. The reporter considered anxiety, immunodeficiency, pelvic pain, rash and stress to be related to essure. The reporter commented: plaintiff appropriatelly sought treatment for her symptoms. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.